Event description:
Customer reported that he received an off no power alarm one hour after a weak battery alert. Customer states the battery cap is not loose, cracked or damaged. Customer also stated that the insulin pump alarmed unexpected restart during prime. Self test performed and passed. Customer was advised to clean the battery cap and insert a new battery and call back if issue recurs. Blood glucose value is 110 mg/dl. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.